Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level was reported to be 540mg/dl. The customer's most current level was reported to be 160.2mg/dl. It was reported that the customer treated and replaced the set. Troubleshoot was conducted. It was reported the customer had bent cannula. It was reported that it had crack on battery compartment possibly due to over tightening. It was reported that the pump was no longer water tight and would have to be replaced. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification. However, the pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. Unable to perform the excessive no delivery alarm test due to the prime anomaly. The pump had minor scratches on the lcd window, cracks near the display window corners, cracked battery tube threads, a broken belt clip slot, and a broken reservoir tube lip.